Event description:
It was reported that the hand piece was leaking saline water from the cutter release switch. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
In 2008, the handpiece involved in the reported event was evaluated. During the evaluation, the technician noted that the two o-rings that seal the cutter release valve were damaged. The handpiece was repaired, and returned to the customer.